Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. The sensor glucose was reading 68, but blood glucose value was 160 mg/dl. Blood glucose in the morning was 231 mg/dl. The customer received calibration errors. The customer was advised about the proper insertion and calibration practices. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.